Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD), received a shock. Interrogation of the ICD noted that it was in a fallback mode. The physician elected to explant the ICD and transvenous defibrillation lead. A new system was successfully implanted.